Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 24075111 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris texium closed male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that texium closed male luer item # 10012241-0500 leaked during home infusion. Texium is being connected to bd max zero. Two products have been in use together since (B)(6) 2024 without issue. Two instances of leaks within 2 days.